Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare ¿ tunisia. Route de chebbaou. 2021oued e. Tunis, tunisia . Or baxter healthcare ¿ singapore. 2 woodlands industrial park d. Singapore, singapore 738750. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked; further described as ¿the supply line that was not connected to solution bag was continuously leaking¿. This was observed during priming of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.